Event description:
This follow up MDR is being submitted as a cancellation report, this file was conservatively created to address the below comment "the customer also reports that a nearby hospital in the same hospital system has experienced a similar event, but noticed the introducer before it was introduced into the patient". This hospital was contacted and additional information received the 09-dec confirming no event like this ever took place at the hospital. Complaint received from dm via e-mail on 05nov2019--did 05nov2019. Event description related to (B)(4): during an ercp, the endoscopist and technician used a stent introducer to advance a plastic biliary stent into the working channel of a duodenoscope. Unknowingly, the stent introducer was advanced beyond the biopsy port and into the scope. ((B)(4)). Additional information provided by dm on 14nov2019: "according to the customer, yes (please see the attached screenshot). The customer also reports that a nearby hospital in the same hospital system has experienced a similar event, but noticed the introducer before it was introduced into the patient ((B)(4)). I was not made aware of this event by the neighboring hospital." Additional information provided by dm on 19nov2019: "this event at another hospital was not reported to me by that customer. It is third party information by someone who is not even employed by that hospital, so it may not be truthful. I will have to speak to someone at that account to see if the event indeed ever did happen."

Manufacturer narrative:
This follow up MDR is being submitted as a cancellation report, this file was conservatively created to address the below comment "the customer also reports that a nearby hospital in the same hospital system has experienced a similar event, but noticed the introducer before it was introduced into the patient". This hospital was contacted and additional information received the 09-dec confirming no event like this ever took place at the hospital. This event has been re-assessed and this report is to notify the FDA that this event no longer meets the FDA reporting criteria of a malfunction report as per section 803.50 of 21 cfr 803. No adverse effects to the patient was reported as occurring.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Complaint received from dm via e-mail on 05nov2019--did 05nov2019. Event description related to (B)(4): during an ercp, the endoscopist and technician used a stent introducer to advance a plastic biliary stent into the working channel of a duodenoscope. Unknowingly, the stent introducer was advanced beyond the biopsy port and into the scope. ((B)(4)). Additional information provided by dm on 14nov2019: "according to the customer the customer also reports that a nearby hospital in the same hospital system has experienced a similar event, but noticed the introducer before it was introduced into the patient ((B)(4)). I was not made aware of this event by the neighboring hospital." Additional information provided by dm on 19nov2019: "this event at another hospital was not reported to me by that customer. It is third party information by someone who is not even employed by that hospital, so it may not be truthful. I will have to speak to someone at that account to see if the event indeed ever did happen."